Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."

Event description:
It was reported patient underwent a hand procedure for a "gamekeepers" thumb injury on (B)(6) 2013. During the procedure, a juggerknot pulled out and would not implant. As a result, two other juggerknots were used to complete the procedure.